Manufacturer narrative:
The disposable devices were not returned; therefore, no direct device analysis was conducted. The treatment file from the coolwave control unit was obtained and analyzed by engineering. Results of the analysis confirm that the control unit operated properly. The catheter and rtu device history records were reviewed; all manufacturing and quality assurance testing was carried out in accordance with standard procedures, and the devices met specifications at the time of release. Repeated attempts to contact the physician failed to reveal any further information. As no device was returned for analysis, and the treatment file demonstrates the control unit operated appropriately, it is not possible to determine the root cause of the event.

Event description:
It was reported that the patient experienced frequent urination, a burning sensation during urination, hematuria, and bladder spasms post transurethral microwave treatment (tumt) procedure. The patient reported having to urinate approximately every 45 minutes and described having a burning sensation from the tip of his penis and down through his anus just prior to and during urination. The patient also described having 1/4 inch red blood clots present in his urine up until approximately 2-months post tumt procedure. Although the blood clots have since resolved, the patient reported that blood is still present in his urine. The physician completed the treatment with a coolwave control unit and a ctc advance long (4.5+) microwave treatment catheter.